Manufacturer narrative:
Additional manufacturer narrative: h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: astigmatism and secondary surgical intervention to reposition, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation, refractive surprise, blurred vision, astigmatism and vision decreased. There was unplanned post-op. Len was exchanged for a longer length lens and problem was resolved. Cause of this event was reported as device.